Event description:
It was reported that a patient experienced peritonitis manifested by abdomen pain and cloudy pd fluids coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset and began treatment with cefazolin and fortum (1 gram/day) ip for peritonitis. The cause of the peritonitis was not reported. Twenty days after starting treatment, the cefazolin and fortum were withdrawn. The next day, the patient was discharged from the hospital and recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unreported date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.